Event description:
It was reported that the patient was feeling fatigue. The device was found to be at elective replacement indicator. The device is still active. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the device went to eri (elective replacement indicator) on (B)(6) 2010.